Manufacturer narrative:
Product ID, 8709sc serial# (B)(4), implanted: 2010 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was having tremors and speech problems, though it was unknown if they were related to the pump therapy. It was noted that the patient had "psychiatric issues". Early that morning, the patient had been hospitalized through the emergency room. Another report that same day stated that the patient was having tremors, but didn't have speech problems. The reporter stated that the pump "had moved" as it had happened once before and she presented the same symptoms. Three days later, it was reported that the patient had been experiencing severe pain and felt vibration going down her legs, back of neck, arms, and spine. In addition, she felt stiffness in her neck and legs. Her legs also felt "like they were 1000lbs". Other symptoms included difficulty urinating, difficulty passing bowel movements, slurred speech, and the feeling that her breathing was getting cut off. It was noted that there were no known falls or traumas associated with this event, but it was stated that the pump had moved from the pocket to her tailbone, as she could feel vibrations on her pelvic bone. It was reported that the patient had been hospitalized three times for these issues, but no one could do anything. The patient had an MRI on the saturday prior to report. The drugs used in this system were fentanyl and bupivacaine. Eleven days later, it was reported that the patient had a dose decrease on (B)(6) and the patient was feeling better three days later. The symptoms associated with the event were notated as numbness of the arms and face, blurred vision, swollen neck, and skin pain. The patient outcome was reported as a non-serious injury or illness. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.